Event description:
Allegedly tip is broken.

Manufacturer narrative:
Investigation is not complete. No serious injury occurred; therefore, no user facility or pt info is applicable. This is a reportable malfunction. Trends will be evaluated. This report will be amended when the investigation is complete.